Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range pacing and shock impedance measurements. The patient with this lead had received inappropriate therapy due to noise causing oversensing. Pace/sense impedance measurements had abruptly increased during (B)(6) and shock impedance measurements had increased slightly just prior to the follow up interrogation. A lead fracture was suspected. A revision procedure was performed. This lead was only partially removed as the lead broke between both shock coils during the removal utilizing extraction materials. The lead was damaged during the removal an visual inspection could not determine the extent of the lead damage. The lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed two lead sections were returned. The proximal lead segment was severed at the distal end. Excessive lead damage was observed on the middle lead segment confirming the reported clinical allegation. Analysis confirmed an abrasion in the insulation with melted coils on the returned portion of the lead. It was concluded the lead damage was likely due to lead-on-lead contact and the subsequent arcing damage.

Manufacturer narrative:
Upon receipt to (B)(4) laboratory, analysis of the returned portion of this lead will be performed. This event will be updated after the analysis completion.